Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tubest separated from housing. Probable root cause: system design (tolerance stack up issue). Manufacturing / assembly error. Use error. Damage during shipping. Damage during shipping. The device manufacture date is not known.

Event description:
It was reported that the insufflation tubing disconnected during the procedure.